Event description:
Per the clinic, the patient fell and hit his head on the implant site which resulted in the dislodgement of the internal magnet. The patient underwent revision surgery in 2008 to reposition the magnet. The patient is reportedly doing well.